Manufacturer narrative:
Complete physician information unknown. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2017-04477 and 3006705815-2017-01040. It was reported the patient suffered a fall and fell on the ipg and suffered a pinched nerve. As a result the patient has experienced pain at the ipg pocket site. In addition, the patient was no longer receiving effective stimulation despite having been reprogrammed and feels as if therapy is no longer working. The patient underwent surgical intervention where the ipg and leads were explanted.